Event description:
It was reported that the patient experienced issues this inflatable penile prosthesis. The patient had been to the physician several times and has yet to get a solution. The physician does a manual reset of the pump, squeezing the sides of the pump block and the pump works as intended. The patient also experienced auto inflation and problems with inflating the device. There was a tube making a loop going up the left side shaft of the penis that was visible and hurts constantly. The patient experienced a severe left curvature of the shaft and numbness that was not present previously. No further patient complications were reported.